Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of (B)(6) peritonitis coincident with dianeal pd2 ultrabag, dianeal pd4 ultrabag, and extraneal viaflex therapies. In (B)(6) 2005, the patient began treatment with dianeal pd2 ultrabag (2l), dianeal pd4 ultrabag (2.5l), and extraneal viaflex (2l) therapies (frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient experienced (B)(6) peritonitis. The cause of the peritonitis was unknown. On an unreported date, dianeal pd2 ultrabag, dianeal pd4 ultrabag, and extraneal viaflex therapies were withdrawn and the patient was transferred to hemodialysis. It was not reported whether the (B)(6) peritonitis resolved. Concomitant medications were not reported. The nurse stated that the (B)(6) peritonitis was not related to dianeal pd2 ultrabag, dianeal pd4 ultrabag, and extraneal viaflex therapies.